Manufacturer narrative:
This complaint is due to a zps 4.5 mm broad plate allegedly fracturing. No products were returned, so the fracture pattern could not be examined to determine if it was a fatigue or an ultimate stress fracture pattern. The plate was in-vivo for approximately four months before it fractured. The translated operative notes mention lack of bone healing. If bone union did not occur, the plate could have experienced excessive loading beyond its expected fatigue life. There is not enough information to determine the exact cause of the plate fracture. Product history search revealed no additional complaints against the related part. The zimmer zps system is used for treatment. No devices or photographs were returned for review; therefore the condition of the components is unknown. Product information was not available for the screws. The device history records and measurements instructions sheets for the plate were reviewed and found conforming to the requirements at the time of manufacture.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a fractured plate.